Manufacturer narrative:
(B)(4). Fisher & paykel healthcare is currently endeavouring to retrieve the cannula for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported that an opt314 junior interface that had been on a baby for four days began to discolour and the wire came undone. No patient consequence was reported.

Manufacturer narrative:
(B)(4) the optiflow junior cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and paediatric patients. It features adhesive pads to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. The optiflow junior provides a revolutionary step between low-flow oxygen therapy and CPAP. Method: the complaint opt314 cannula was received in new zealand for evaluation and was visually inspected. Results: visual inspection revealed that the left side of the flexitube had detached from the cannula. Glue was present on the surface of the detached tubing and inside the cannula joint. It was noted that the tubing was damaged at the swivel grip (proximal) end and that the tubing and the loop pads were somewhat discoloured. A lot check could not be performed as lot information was not provided. Conclusion: the detachment of the tube from the cannula tube joint, as well as the damage to the tubing at the swivel grip, is most likely to have been caused by an excessive pulling force; it was observed that the tube has been properly inserted into the cannula and sufficient glue has been found on the outer surface of the tube as well as the inner surface of the cannula tube joint. With regard to the discolouration of the cannula, the hospital had informed us that they had been nebulising pulmicort for 19 days, which could have contributed to the discolouration noted on the cannula. All optiflow junior cannulae are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, samples are currently taken hourly from each run and pull tested to check glue joint strength at the cannula/tube joint, as well as the swivel grip joint. If there are any failures the entire batch is put aside for further investigation. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior nasal cannula. They also state the following: do not stretch or crush tube. Ensure that all connections are secure during use. Check cannula is undamaged and that the flow path is maintained appropriate monitoring must be used at all times. Check cannula remains secure on the face. Replace wigglepads if required.

Event description:
A hospital in (B)(6) reported that an opt314 junior interface that had been on a baby for four days began to discolour and the wire came undone. No patient consequence was reported.